Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04017. 2015691-2021-04018. 2015691-2021-04019. 2015691-2021-04020. 2015691-2021-04021. 2015691-2021-04022. 2015691-2021-04023. 2015691-2021-04024. 2015691-2021-04025. 2015691-2021-04026. 2015691-2021-04027.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was between january 2012 and june 2021. For this reason, the first day of the reported study period (01 january 2012) was used as the occurrence date.in this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021 edwards sapien transcatheter heart valve; p130009 edwards sapien xt transcatheter heart valve; p140031 edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system reference article okuno, taishi, et al. 5 year outcomes with selfexpanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli. Cardiovascular interventions 16.4 (2023): 429440. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection ofvessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverseevents associated with the overall thv procedure and may require intervention.according to the thv training manuals, risk factors for aortic dissection, hematoma, or annularrupture during the thv procedure include significant thv over sizing, severely obliteratedsinuses of valsalva, porcelain aorta and or presence of bulky calcification, and narrow calcifiedstj. In addition, advanced age, female gender, small body weight, and steroid dependency canalso be contributing factors. The sapien valve relies on native valve calcium to securely anchorto the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk ofcalcific nodule displacement into the vasculature, which can lead to vascular injury. At times, theextent and distribution of calcium can impair ease of delivery of the valve, correct positioning ofthe valve, deployment of the valve, and procedural success.in this case, there was no allegation or indication a product malfunction contributed to thisadverse event. Investigation results suggest, based on the limited information from the article, the cause could not be determined. A review of edwards lifesciences risk management documentation wasperformed for this case. The reported event is an anticipated risk of the transcatheter heart valveprocedure, additional assessment of this adverse event is not required at this time.complaint histories for all reported events are reviewed against trending controllimits monthly, and any excursions above the control limits are assessed and documented aspart of this monthly review. As such, neither a product risk assessment, nor corrective orpreventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in switzerland, through review of medical article 5 year outcomes with self expanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli, corresponding author thomas pilgrim, the following event(s) was/were identified as pertaining to an edwards device. All patients undergoing tavr at (B)(6) hospital. The present analysis included consecutive patients with an aortic valve annulus area less than 430 mm2 who underwent transfemoral tavr with either a medtronic self expanding (supra annular) thv or an edwards balloon expandable (intra annular) thv between (B)(6) 2021. There were 2 patients with an unknown sapien valve implanted had an annular rupture or aortic dissection.